Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up which did not allow the jaw to close. The teflon pad was separated from the jaw, exposing metal. In addition, the distal end was inspected under a microscope and found indentation marks of the jaw on the probe unit. Charmed marks were also noted on the side of the jaw.

Manufacturer narrative:
Olympus requested additional information and the reporter indicated that the device has been returned to olympus for evaluation; however, to date the device has not been yet been returned. The reporter also confirmed that no device fragment fell into the patient. It was reported that a short circuit and probe damage error was displayed on generator, while the doctor was performing a cut with the device. No medical or surgical intervention was needed. The device was reported to have been inspected prior to use and no abnormalities were found. The exact cause of the reported event cannot be conclusively determined at this time. This type of thunderbeat damage is most likely related to operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad was burned and metal was exposed. The procedure was successfully completed using a different thunderbeat device. There was no patient injury reported. This is 1 of 3 reports.